Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and revealed no anomalies were found. It was noted that the distal conductor had blood/body fluid (not obstructed) and there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that during implanting procedure, the lead was placed on the right atrium (ra). After several extensions/retractions of the helix in different places on the ra, no appropriate sensing/threshold was obtained. The lead was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.